Manufacturer narrative:
As of today, no additional information is availbale and at this time, our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
As of today, the device has not been received. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicates that the device was explanted. A request for the return of the device has been made. No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this pulse generator expected the device would last 5 years but due to how it was programmed the device lasted 3.5 years. There were no adverse patient effects reported. The device remains in service.